Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope and the evis exera iii gastrointestinal videoscope ¿stinked.¿ the facility suspected the subject devices were contaminated with a parasite, possibly enteramoebe. The facility decided not to culture the scopes due to the suspected enteramoebe, which could not be cultured. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. This complaint is related to patient identifier (B)(6) (evis exera iii colonovideoscope, cf-hq190l).

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.